Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adjustable band procedure, the device was being implanted and the reinforcement tab broke off the band as the doctor was buckling the device and had to place another band. There was no adverse consequence to the patient.